Event description:
It was reported to philips that the system was unable to boot up past the login screen. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that a system was unable to boot past login. Review of the log file shows session crashed from the suite pc. Upon troubleshooting, philips remote service engineer (rse) checked the system remotely and found bootup issue of the suite pc due to some database errors. To resolve the issue, rse instructed the customer to make sure that the patient database does not exceed 100 patients and regular system reboots are performed; after booting several times customer resolved the issue. After repair the device returned to good working order. The codes were updated based on the investigation outcome.